Event description:
It was reported that on (B)(6) 2022 surgeon removed helical blade due to backing out and replaced with tina screw. Distal screws also broken. There was no surgery delay. Procedure was completed successfully. Patient outcome were unknown. This report is for one (1) 5.0 ti lckng screw t25 sd 50 f/im nail-s this is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: . Additional product code: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: monument, manufacturing date: 02-jun-2021, expiration date: 30-apr-2031, part number: 04.005.540s, 5.0mm ti locking screw w/t25 stardrive 50mm f/im nail-sterile, lot number: 140p205 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect whirl threads, vibe, flute / final inspection , met all inspection acceptance criteria. Packaging label log, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 19995 supplied was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: part number: 04.005.540.999, 5.0mm ti screw blank 50mm 05.0 nail lock screw w/sd25. Lot number: 84p0657. Production order traveler met all inspection acceptance criteria. Part number: 23020, tialnbci4.98. Lot number: 11l9988. Inspection instruction met all inspection acceptance criteria. Certified test report dated 08-jul-2019 was reviewed and determined to be conforming. Lot summary report dated 09-sep-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. 28-sep-2022: DHR reviewed by: (B)(6). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.